Event description:
A (B) (6) male about to under go robotic assisted laparoscopic prostatectomy, as reported by surgical nurse robotic equipment reviewed prior to start of procedure. Noted two robotic needle drivers to be defective with broken cables. Also defective a third driver, housing came apart. A forth driver was opened and found to be complete for use. No patient injury reported since above was noted prior to start of surgical procedure. Addendum: MFR contacted, response received same day by ms. (B) (6), arrangements made to replace defective robotic parts. (B) (4).